Manufacturer narrative:
All inr results provided by customer are performed more than 3 hours between 2 readings. Since time of test exceeded 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed and no further investigation is required. As of 2/1/2011, 28 discrepant results complaints were reported for lot # 235737 yielding a complaint rate of 0.047%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inr=1.8; two weeks ago inr=1.5. Pt's inr=1.8. Two weeks ago her inr was 1.5 on the inratio and the pt's coumadin was increased from: 2.5 mg for 5 days + 3.75 mg for 2 days to 3.75 mg for 4 days + 2.5 mg for 3 days. Pt's target range = 2.0-3.0.